Event description:
It was reported that during the implant procedure, the newly implanted right ventricular lead exhibited high, out of range, pacing impedance and the guidewire could not be inserted into the lead completely. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and stylet failure to advance were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. The test stylet was able to be advanced/removed through the lead without any restriction. No anomalies were found.